Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop34 (lot: 0012490477); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the valve was loaded appropriately and there was no sign of an infold on fluoroscopic inspection. During the implant of the valve, the valve was recapture twice and an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the valve was loaded appropriately and there was no sign of an infold on fluoroscopic inspection. During the implant of the valve, the valve was recapture twice and an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was recaptured as it was deemed to be at an inappropriate height for release. Following recapture, the infold was observed. Per the physician, the patient's anatomy was borderline for the valve size used and this may have contributed to the infold. There was no procedural delay.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 81.4mm with a perimeter derived diameter of 25.9mm suggesting a 29mm evolut. However, it was documented that a 34mm evolut valve was used for the procedure. The patient¿s aortic valve appeared to be significantly calcified with protruding calcification in the aortic annulus extending to the left ventricular outflow track (lvot). Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and assuming proper position of the reference pigtail catheter, depth on the non-coronary cusp appeared deep, approximately 10mm. However, contrast was not injected thus it is not possible to accurately validate depth. Evidence suggests that the valve was recaptured and during the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that a new valve was prepped and confirmed a good load. The valve was deployed just prior to the point of no recapture, and another infold was visible. There is evidence of at least two recaptures for depth adjustment but the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. Evidence supports that the valve was subsequently released and the infold seemed to have almost completely resolve with no evidence of aortic regurgitation/paravalvular leak. There is no indication that a post implant dilatation was performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.